Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, inappropriate therapy due to post-paced t-wave oversensing was observed. Programming changes were made and resolved the issue. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.